Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A review of the manufacturing record for qc # 254024 revealed no issues which could have contributed to this complaint report. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1277867 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle was advanced down the scope, which was in a torqued position, and when advanced the needle it started coming out of the side of the sheath instead of the end. Per the (B)(6): "no reported retraction issue. However, damage to the sheath was caused by the bent needle tip on 1 of the returned devices." I.e. This report.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x echo-hd-19-a device of lot number c1277867 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the needle was fully retracted upon return. The stylet was in place upon return, the stylet could be removed and inserted fully. There was a natural curvature in the needle due to use.there was no damage to the sheath or needle tip. There was no defect recorded on the returned device. The customer complaint is considered to be confirmed based on customer testimony. It is assumed that the returned device is the device that was used to finish the procedure, clarification on this and if the complaint device will be returned has been requested but not yet provided. R&d engineer provided the following feedback: ¿the user could have been trying to advance the needle in a very torturous position therefor the needle could bend or else when advancing the needle the needle could skieve and puncture the sheath wall.¿ prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for qc # (B)(4) revealed no issues which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and an update to the conclusion of this investigation. Initial report details: the needle was advanced down the scope, which was in a torqued position, and when advanced the needle it started coming out of the side of the sheath instead of the end. No reported retraction issue however damage to the sheath was caused by the bent needle tip.